Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 4.3 mmol/dl (78 mg/dl) on their blood glucose meter. The consumer performed three more tests using the same test strips another meter getting results of 23 mmol/dl (416 mg/dl), 5.6 mmol/dl (105 mg/dl) and 15 mmol/dl (272 mg/dl) within a 10 minute time period. The difference in the readings was determined to be clinically significant. The meter in question will be returned for evaluation.